Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt. Evaluation in progress.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced alarms from the controller after removing one battery as a power source. The two (2) batteries involved with the reported event were exchanged and returned to the manufacturer. There was no reported patient injury related to this event. One (1) of the returned batteries was evaluated and did not reveal any external or internal defects. The second battery was removed from the market as part of fsca apr2014.1 and was destroyed as part of the required actions; therefore, the device was not available for analysis. The root cause of the reported event cannot be conclusively determined as one battery was not available for analysis, and the second battery performed per specification. Complaints of this nature will continue to be tracked and trended. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. The IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00837 and 3007042319-2016-00135) submitted for devices related to the same event.

Event description:
Approximately one year and one month after hvad implantation, the patient experienced a loss of power during the exchange of a power source. The controller sounded an alarm and displayed red lights after one of two batteries was removed. When the controller dc adapter was attached, the alarms resolved. The patient further reported random beeping that occurs with no alarm or symbols lighting up; this was witnessed by the vad coordinator, who did not notice the power ports switching during the beeps. The batteries were replaced; and there was no patient injury as a result of this event.